Manufacturer narrative:
The device has not been explanted. If it should be explanted, it should be returned to the manufacturer for evaluation. When available, a device failure analysis will be submitted as a follow up report.

Event description:
The user's hearing performance with the device is affected. The user reported a sudden complete loss of hearing sensation with the device during snowboarding. The user was wearing a helmet and reportedly no concerning falls occurred. There was also no other injury or illness. Revision surgery is considered.

Manufacturer narrative:
Conclusion: overload fractures in the active electrode which are consistent with an external mechanical impact were determined to be the root cause of device failure. The problems given in the recipient report appear to match the damage found. This is a final report.

Event description:
The user's hearing performance with the device was affected. The user reported a sudden complete loss of hearing sensation with the device while snowboarding. The user was wearing a helmet and reportedly no concerning falls occurred. The user was reimplanted on (B)(6) 2022.